Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm occurred second time. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer was assisted with performing displacement test and self test and both the tests were passed. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue use of the device. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Customer returned the pump for alleged pump error 43 alarms found on (B)(6) 2022. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump history and trace files were successfully downloaded using thump. There were no pump error 43 alarms noted during testing and a review of the downloaded history files reveals on (B)(6) 2022 at 12:33 there was a pump error 41 and a pump error 43 alarm that occurred. The pump was cut open for a visual inspection. No evidence of physical or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor. The motor was tested outside of the pump on the ngp stb3 and passed. Pump error 41 alarm (motor registered voltage failure. Measured voltage is below threshold) and pump error 43 alarm (motor drive error) may have been intermittent failures that were not detected during our testing, fault isolated to the hardware. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery tube threads, cracked battery compartment, stained keypad overlay, and pillowing keypad overlay. Pump error 41 and pump error 43 alarms are confirmed and may have been intermittent failures that were not detected during our testing, fault isolated to the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.